Manufacturer narrative:
(B)(4). Evaluation summary: one actual sample was returned to the plant for evaluation. The reported condition of "no flow" was confirmed. Visual inspection was performed and discovered that the root cause was due to drug obstructing the needle. No repair was performed as this is a single use device and the sample will be disposed of. Additional information: per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. This is a product not distributed in the us and does not have a 510k number.

Event description:
A customer reported to baxter healthcare that a vialmate reconstitution device reportedly had no flow before patient use. The concomitant products were piperacillin 4 g, tazobactam 0.5 g, nacl 0.9% 100 ml. There was no report of adverse event, patient involvement, patient injury, or medical intervention associated with this event. No additional information is available at this time.